Event description:
It was reported that cgm displayed error message during sensor use. There was no reported adverse impact to the customer. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, confirmed that error did not recur, and successfully started new sensor session.